Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during the procedure, the novel lead exhibited low pacing impedance. The lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.